Event description:
Literature was reviewed regarding the occurrence of post-procedural electrical disturbances in a group of patients who underwent transcatheter aortic valve implantation (tavi) with the medtronic evolut pro valve (n = 135). Post-tavi adverse events encompassed: new electrical disturbances and the need for permanent pacemaker implantation due to various bradyarrhythmias (included complete heart block, high-grade heart block, second-degree heart block, left bundle branch block, trifascicular block, sick sinus syndrome, and bradycardia resulting in hemodynamic instability). Six deaths also occurred following tavi. However, the circumstances of the deaths were not recounted and there was no evidence presented to suggest a causal relationship between a medtronic product and any deaths. Additionally, the authors noted the following limitation of their findings: ¿given the retrospective observational design of this study, causal relationship cannot be established, and the reported associations should not be interpreted as evidence of causality.¿

Manufacturer narrative:
Citation: enes aliç, et al. Post procedural changes in frontal qrs-t angle predict electrical disturbances after self-expandable tra nscatheter aortic valve implantation. Journal of electrocardiology. Volume 97, july-august 2026, 154264. Https://doi.org/10.1016/j.jelectrocard.2026.154264. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.